Manufacturer narrative:
H10: device evaluation: lens returned in a microcentrifuge vial with moisture. Visual observation found haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of - 2.00/3.5/097 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 exchanged for a same model/size lens but different power due to low vault. The exchange lens resolved the problem. Cause of the event is reported as patient related factor.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).